Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box indicated multiple loss of prime warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The force sensor calibration was found to be within specifications. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.(B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.